Event description:
The peritoneal dialysis (pd) nurse reported the pt was hospitalized in (B)(6) 2015 for a hernia repair. During this time the pt was switched to hemodialysis treatment therapy. Medical records have been requested.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation. The serial number was unk, therefore a DHR was not performed. All device history records are reviewed and released; a device is not released if it does not meet requirement or is nonconforming.